Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4193 implantable pacing lead (B)(6) 2002; c2tr01 implantable pulse generator (ipg) (B)(6) 2012. (B)(4).

Event description:
It was reported that during a device change the right ventricular (rv) lead had high thresholds bipolar so the lead was switched to unipolar. It was noted that there had been high thresholds on the previous device as well but due to medical decision the lead was kept in use in unipolar. A few days later the unipolar impedance was low and thresholds had increased. Sensing is acceptable and the lead remains in use. No patient complications have been reported as a result of this event.